Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 30 mg/dl. Suspected cause was due to customer delivering a manual injection while being connected to the pump. Customer consumed carbohydrates and adjusted basal rate settings to address bg. Customer confirmed low bg was due to user error. Recommendation was made to consult with a healthcare provider to discuss diabetes management.